Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient was taken to the hospital and stated that their whole abdomen is infected. The patient also stated that the site was hard, red and had purulent drainage. It was unknown how the patient was treated but was currently in the hospital. Three follow ups were attempted but no new information was provided.